Event description:
The customer stated that his blood glucose readings had been lower than usual. He tested his blood glucose using his elite xl meter and received readings of 24, 21, and 71 mg/dl. He retested within 10 minutes using another meter (brand unknown) and received a reading of 199 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips and meter are to be returned for evaluation, and replacement products will be sent.